Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that "they have been having ongoing issues with invasive blood pressure (ibp) and the monitor in question the ibp was reading 35 and there was some doubt about this reading so they swapped to another x2 and the pressure reading was 15 so they could have treated the baby sooner." The involved baby died on (B)(6) 2018.

Manufacturer narrative:
It was established that in the timeframe 13:01 until 13:17 many alarms were generated correctly by the device, there was also no trouble found with the alarming as multiple alarms were triggered correctly. Testing of te x2 and alarm review analysis did not indicate a malfunction of the device. Based on the provided data, the exact cause for the reported issue could not be established. The investigation revealed that alarms were provided correctly. Testing by the hospital's biomed and by philips found the device performing to specification. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. The performance session report of the bench evaluation was provided to the customer. No further investigation or action is warranted.